Manufacturer narrative:
The device is available for evaluation. Investigation is pending.

Event description:
The customer reported a issue with 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap that during the chemotherapy treatment, the nurse noticed after the priming some drops like beads on the tubing at the y connector. The device did not leak when primed with physiological serum. The infusion line was changed to make the chemotherapy pass through checking that the system is indeed occlusive. There was chemotherapy exposure for the healthcare provider. There was patient involvement and no report of an adverse event or harm.

Manufacturer narrative:
Received one used list #ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap; lot #5643101. Received one used list #unknown, 0.9% nacl 100ml bag; lot #21l10g61. Received one used manufacturer unknown, piercing pin with drip chamber tubing set; lot #unknown. As received, a used ch3033 bifuse add-on set was returned with an unidentified pump set drip chamber spike inserted into the adapter tubing. Subsequent testing revealed a puncture and subsequent leakage in the ch3033 bifuse add-on set adapter tubing adjacent to the drip chamber spike tip of the unidentified pump set drip chamber spike. The probable cause is typical of an inadvertent puncture of the ch3033 bifuse add-on set adapter tubing by the unidentified pump set drip chamber spike during insertion into the adapter tubing during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information in section b5 and d10.corrected information in section a1, a2, and a3.

Event description:
Additional information received. The customer reported that the patient had no change in condition after the event. The drug being administered was doxorubicine. There was no need for medical intervention, the infusion line was replaced. There was no delay in therapy and no blood loss. The leak was not in contact with the patient. As for the healthcare provider, there was no impact reported. The infusion line was changed following the dedicated protection measures. No medical intervention needed for the healthcare provider. The leak was cleaned-up as per facility¿s protocol. There were no reports of adverse events and no human harm.